Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by replacing the pump. The customer's current pump was out of warranty, and they reverted to an alternate insulin pump sent to them last year that had not been set up yet. The customer was unable to retrieve profile settings from the malfunctioning pump and needed to contact their healthcare provider (hcp) to obtain these settings.